Event description:
It was reported that the customer identified a discrepancy in the fill estimate. There was no adverse impact to the customer's blood glucose level. The customer declined to provide further details and did not follow up on the issue.